Manufacturer narrative:
MFR's lot record reviews: a review of the manufacturing lot database records for the 12568 reported lot 23-597-sj (mfg 11/2012) shows that 72000 units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build cycle. Method: follow up/revised information received from the facility contact (B)(6) reports the facilities internal investigations identified the connection issues were attributable to a problem with the mating jelco catheters. The involved devices were returned to the catheter MFR.

Event description:
FDA (B)(4) report received concerning attachment/connection issues with the use of jelco catheter and 12568 microclave connectors. The report states, "after an IV catheter was inserted into a patient's arm, multiple attempts to connect several different clave safety ports to the jelco catheter's luer lock connector were unsuccessful before finding a clave port that would connect." No adverse patient consequences were reported. Although requested, the involved devices/set-ups were not returned to the microclave connector MFR for analysis and investigation.